Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 46114 was returned and analyzed. Visual inspection of the balloon catheter showed that the balloon catheter was intact and had traces of blood inside the inner balloon. Smart chip verification indicated that the balloon catheter was used for five applications. The balloon catheter failed the performance test due to system notice 50005, 'the safety system has detected fluid in the catheter and stopped the injection,' which was triggered as soon as the balloon catheter was connected to the test console. The balloon catheter failed the pressure test and analysis revealed a breach on the guide wire lumen at approximately 1.372 inches from the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a breach on the guide wire lumen.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.